Event description:
Customer stated head of bed would not raise. No alleged injuries by account.

Manufacturer narrative:
Technician found that the CPR valve was stuck in the open position. Cause unknown. Replaced hydraulic manifold CPR valve to resolve the problem. S bed located in storage area.